Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received. (Patient weight is unknown). The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: lead, model:mn10350-50a, UDI: (B)(4), serial: (B)(4), batch: 8658701.

Event description:
It was reported that patient had a drg trial done on (B)(6) 2023. On (B)(6) 2023 the patient took a fall because she had weakness in her legs. Patient continued reporting weakness and developed severe incontinence. Patient was taken to the ER for a possible epidural hematoma and the leads were taken out. Surgeon decided to also do a laminectomy to be safe. Patient is still in the hospital recovering.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.